Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported by the customer, that "the wrapper had puncture holes.the box arrived in perfect condition." There were no patient consequences reported..